Manufacturer narrative:
(B)(4). The customer reported the device failed to power up via ac power. No pt involvement was reported. A failure to power up could impact delivery of therapy. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed to power up via ac power. No pt involvement was reported. A failure to power up could impact delivery of therapy.